Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4)

Event description:
It was reported the patient's avm was embolized with onyx with excessive amount of onyx reflux. Upon catheter removal, the catheter tip became entrapped in the onyx cast. After several attempts, the catheter broke off. A stent was used to hold the broken segment in place. No complications were reported with the patient as a result of the event.